Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a death or serious injury.

Event description:
Rptr indicated that his vns therapy programming handheld was freezing up upon interrogating a pt in the operating room. Troubleshooting attempts via soft and hard resets did not correct the issue. Troubleshooting via removing the main battery and then replacing it enabled the rptr to successfully interrogate the pt's generator. The handheld and accompanying software were returned to MFR for prod analysis, however, that analysis is not yet complete. No report of pt injury rec'd in conjunction with this report.